Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two or three of peritoneal dialysis therapy. The patient stated that a supply bag was found to be disconnected. The technical service representative assisted the patient to cycle power to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.